Event description:
During an acdf fusion surgery at c6-c7 on (B)(6) 2013, the surgeon experienced issues with the ti anterior cervical locking plate and bone screw. Reportedly the surgeon could not get the bone screw to thread through the cranial hole, left side of the locking plate. The surgeon removed the plate and screws and implanted competitors plate and screws. The synthes sales consultant tested the implants on the back table and had no problem inserting the screw thru the plate and no issues with guide. An additional two (2) hours was added to the surgery as the surgeon waited for another set to be sterilized in order to continue the surgery. This is 4 of 4 reports for the same event, (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Belpro manufactured the 4.5mm ti cancellous bone screw self-tapping 16mm, p/n 407.216, and lot number 4571292. The lot was inspected and conformed to the synthes incoming final inspection sheet number (B)(4), revision a (incoming inspection completed april 30, 2003 and final inspection completed may 1, 2003). There were no mrrs, ncrs, or complaint related issues with this complaint.

Manufacturer narrative:
A visual inspection was performed on the returned part. All of the screws have light wear on the heads. Most of the color anodizing is sill present. The screws locking threads could not be verified because they are flattened on the tops due to use. The material diameter and length of the screws is confirmed to be within specification. This complaint is indeterminate from a manufacturing stand point.

Manufacturer narrative:
(B)(4).